Event description:
The customer reported, "the patient had a rash and itchiness to the right leg after using this product to secure a foley catheter". The patient did report having allergies to some tapes. The patient was treated with over the counter benadryl.